Event description:
It was reported that 4 hours following a successful ptca/stent procedure occlusive thrombosis occurred at the site of multi-link implantation. Attempts to resolve the thrombus were unsuccessful. The pt went into cardiogenic shock and was placed on an iabp. The pt was transferred to another facility to await transplant, and one week later expired.